Manufacturer narrative:
This is supplemental MDR to report investigation results (MDR aware date 26oct2023). The product has returned for analysis. Analysis of the device found that the guidewire wire returned in one piece with coil stacking and numerous kinks which could have led to the guidewire getting stuck, the mechanical guidewire was not fractured, and excessive coating loss was noted. The versacross dilator was also severely kinked at the distal tip. Thus, a supplemental report is being filed. Also, the field b5 (describe event or problem) was updated.

Event description:
It was reported that the versacross connect access solution was selected for use. During a left atrium appendage closure, the physician went up with mechanical guidewire and it was unable to remove it after transseptal puncture, the assembly was brought to the superior vena cava, once trying to replace the mechanical guidewire by the versacross rf wire. Thus, the versacross dilator was removed along with the stuck mechanical guidewire from body completely, and was sheath was left in place. Then, the mechanical guidewire was removed from dilator tip by pulling it from the distal end, and it was noted kinked and unraveling. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that the versacross connect access solution was selected for use. During a left atrium appendage closure, the physician went up with mechanical guidewire and it was unable to remove it after transseptal puncture, the assembly was brought to the superior vena cava, once trying to replace the mechanical guidewire by the versacross rf wire. Thus, the versacross dilator was removed along with the stuck mechanical guidewire from body completely, and was sheath was left in place. Then, the mechanical guidewire was removed from dilator tip by pulling it from the distal end, and it was noted kinked and unraveling. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.